Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump was sometimes shooting insulin out during priming and got calibration error as well as sensor error. Customer also stated that the insulin pump had scratches on screen but did not affect therapy. Customer declined troubleshooting the insulin pump will not be returned for analysis.